Event description:
Sorin group received a report from a customer that during setup, the s5 roller pump would intermittently ramp up and then stop after displaying an error message. After completing a power cycle and occlusion adjustment, it was reported the pump functioned properly. There was no report of pt involvement.

Manufacturer narrative:
There was no pt involvement. Sorin group (B)(4) manufactures the s5 roller pump. The incident occurred in (B)(6). This medwatch report is filed on behalf of sorin group (B)(4). Please note, this MDR is being filed late due to an internal miscommunication. The individual responsible was identified and retrained to prevent a re-occurrence. Sorin group received a report from a customer that during setup, the s5 roller pump would intermittently ramp up and then stop after displaying an error message. After completing a power cycle and occlusion adjustment, it was reported the pump functioned properly. There was no report of pt involvement. The investigation is on-going. A follow up report will be sent when the investigation is complete. See scanned page.